Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a images blackout. The issue was completed with a similar set of device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. The device was returned to olympus for the evaluation and reported problem was confirmed. Based on the results of the investigation, the most probable root cause of the no image issue was faulty cable, which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a images blackout. The issue was completed with a similar set of device. There were no reports of patient harm.